Event description:
Same case as: 6000084-2007-00055. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located at a bifurcation in the severely calcified, moderately tortuous distal left anterior descending (lad) artery. A 2.50x24 mm taxus express2 drug eluting stent was deployed in the distal lad. The physician performed the kissing balloon technique with the taxus stent and a stent deployed in the second diagonal. Ivus confirmed the stent strut of the taxus stent was jutted inward at the bifurcation. Good apposition was not achieved. The atlantis sr pro catheter became stuck in the stent. The physician attempted to withdraw the imaging core, but he couldn't because of a kink of the ivus catheter. A 1.5x15 mm maverick2 balloon was introduced and a guiding catheter was deep engaged. The ivus catheter was then able to be removed. A total of four stents were implanted during this procedure (3 non-bsc stents and 1 taxus stent). No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.